Manufacturer narrative:
The investigation confirmed that a non-reproducible higher than expected vitros trop I result was obtained from a single patient sample processed on a vitros eci immunodiagnostic system. The investigation concluded that the most likely assignable cause was user error associated with improper maintenance. An ortho laboratory specialist (ls) observed debris on the vitros eci sample trays and tips and indicated that this could directly impact the vitros troponin I assay performance. The ls reviewed daily maintenance requirements with the customer and went over how to properly clean the sample trays. A vitros tropi es lot 2641 performance issue cannot be completely ruled out as the precision of the customer qc control level 1 was not as expected and the customer does not process a control fluid with a troponin I concentration at, or below the url. An instrument related event has been ruled out as a contributing factor as vitros tropi es precision testing was within the acceptable guidelines. A review of pre-analytical sample handling confirmed the customer centrifugation protocol is similar to the sample collection device manufacturer and therefore pre-analytical sample handling is not a likely contributing factor to the event. The technical solutions center has confirmed that there was no allegation of patient harm due to the higher than expected vitros tropi es result. The patient was admitted to the hospital after the initial result was reported. The patient had blood redrawn at set intervals and all vitros tropi es results thereafter were <0.012 ng/ml. The patient was released the following day with no further actions.

Event description:
A customer observed a non-reproducible, higher than expected troponin I result from a single patient sample processed using a vitros troponin I es reagent lot 2641 in combination with a vitros eci immunodiagnostic system. Patient sample result of 0.568 ng/ml vs. The expected result of <0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, higher than expected, vitros tropi es result was reported from the laboratory, however, tropi es testing was repeated and a corrected report was issued. There was no allegation of actual patient harm as a result of this event. (B)(4).